Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, injury, disability and impairment. Associated mdrs: 1018233-2013-01189 and 1018233-2013-01190.